Event description:
It is reported that a 10x130mm trabecular metal reverse humeral stem was opened to the field, assembled to the impactor and placed into the canal. The implant was loose. There was no distal contact and the proximal tm body fit loosely in the prepared proximal humerus.

Manufacturer narrative:
This report will be amended when our investigation is complete.